Event description:
During the egg retrieval procedure using a single-chamber egg retrieval needle, after normal entry into the body, imaging revealed that that the tip of the needle did not look straight. When the needle was removed from the patient, the tip of the needle was noted to be curved. The egg retrieval nurses changed to another needle to continue the procedure.

Manufacturer narrative:
1 x k-ops-6035-rwh-et device was returned to for evaluation. The following observations were made during the laboratory evaluation of the returned device: the device was observed to be contaminated with biological matter (tubing lines). All components were inspected for non-conformances and no additional non-conformances were observed. Device was confirmed to be bent as reported in the complaint. Review of device history record found that the work order for lot a1146629 appears complete and correct. There were no temporary deviations or non-conformances at the time of manufacturing. The associated inspection record confirms that the device was manufactured to specification. The review of the relevant manufacturing records confirms that this is the only complaint related to the manufacturing lot a1146629. Review of specifications found that sufficient processes and checks have been implemented to detect bent needles prior to release for product shipment. Review of the specifications and procedures confirms existing controls for identifying and rejecting non-conforming products. The investigation was unable to determine a definitive root cause to explain the difficulty experienced by the customer. It is possible that one or more of the following factors may have contributed to the event: - user factors - procedural factors - patients factors after considering this event the risk associated with the use of this device is still deemed adequate. Cook will continue to monitor for similar complaints.

Manufacturer narrative:
We expect the device to be returned for evaluation.

Event description:
During the egg retrieval procedure using a single-chamber egg retrieval needle, after normal entry into the body, imaging revealed that the tip of the needle did not look straight. When the needle was removed from the patient, the tip of the needle was noted to be curved. The egg retrieval nurses changed to another needle to continue the procedure.